Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. During device change out, it was decided to place a new rv lead. This lead was tested through the pacing system analyzer (psa) and the same result was noted. All other lead measurements were good. Subsequently, this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.